Manufacturer narrative:
Product development investigation was completed. The received device was not broken as complained. Microscopic investigations showed that the tip of the screw was flattened and the thread was plastically deformed post production. The visible signs clearly indicate strong contact with hard bone during insertion. As result of this damage it was not possible to insert the screw as intended. As these screws are very small and quite fragile, a lot of care is required while handling. It can be confirmed that the visible damages are not from any manufacturing non-conformity. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history records review was completed for part# 04.503.104.04s, lot# l385200. Manufacturing location: (B)(4), manufacturing date: apr 20, 2017, expiry date: apr 01, 2027. Non-sterile part# 04.503.104.20, lot# h321925, manufacturing location: (B)(4), manufacturing date: mar 20, 2017. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Inspection sheet- inspect dimensional & final inspection met inspection acceptance criteria. Raw material part 21015, lot h275132 received from supplier (B)(4). Certificate of conformance received from (B)(4) meet specification for titanium. Raw material receiving/putaway checklist met the requirements. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information not available for reporting. Additional product codes: jey, gxr. Device malfunctioned intra-operatively and was not implanted / explanted. Initial reporter is synthes affiliate. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the tip of the screw was broken when the surgeon screwed it to the patient¿s skull during the craniotomy procedure on (B)(6) 2017. The broken pieces were easily removed. The surgery was finished without any other problem although it was not reported how the surgery was completed. There was surgical delay, time of delay was unknown. No adverse consequence to patient was reported. Patient status reported as okay. This is report 1 of 1 for (B)(4).